Event description:
On (B)(6) 2026, a distributor reported via email that an ar-2324kbcc biocomposite knotless swivelock anchor, 4.75 x 19.1 mm, was inserted during a procedure in which the surgeon used the knotless mechanism for the subscapularis repair. While tensioning, the anchor pulled out. The issue was identified during the procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on (B)(6) 2026: the anchor pulled out completely and was removed from the patient. The procedure was completed using another ar-2324kbcc biocomposite knotless swivelock anchor (4.75 x 19.1 mm). The case experienced a delay of approximately 5 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information